Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged excess mucus and brain tumor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging excess mucus and brain tumor. There was no report of patient harm or injury. The manufacturer received new and relevant information on 10/14/2024. The device was returned to the service center for evaluation. During the lab investigation of the device observed unknown damage to the ui panel/lcd display. Pil observed dust-like contamination on the top cover. A whitish dust-like contamination was observed in the air inlet filter area, on the interior side of the top cover, on top of the pca, on the interior side of the side panel, on the blower cap, right side panel, blower motor, blower outlet bellow, in the blower housing, on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The following correction has been updated in box b has been updated/corrected to reflect adverse event. Section g3 h1, h4 and h6 have been updated in this follow up report.